Event description:
It was reported that a CT scan without contrast was performed and the results indicated lead migration. As a result, the leads and implantable neurostimulator (ins) were replaced. Signs and symptoms associated with the event were noted to be "new area and quality of pain secondary to leads pressing on the lumbar nerve root". It was noted to be severe and resulted in in-patient hospitalization. The event resolved without sequela.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 355031 lot# n251005, implanted: 2010 (B)(6), product type screening device product ID, 3550-39 lot# n250437, implanted: 2010 (B)(6), product type accessory. (B)(4).